Event description:
It was reported that a patient implanted with an impella 5.5 suffered multiple strokes and pericardial tamponade that the physician stated were not related to impella use. Impella support continues.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The root cause of the stroke was unable to be determined due to insufficient clinical details. The cause of the cardiac tamponade was not determined due to insufficient clinical details. The device passed all the post sterile inspection checks.

Manufacturer narrative:
H6 updated.

Manufacturer narrative:
B: added product problem. H6: updated codes based on the results of the updated investigation. H11: updated based on the results of the updated investigation. Investigation summary: pump stop: the cause of the pump stop was an electrical open circuit failure due to mc spikes reaching above 32000ma. However, the cause of the electrical open was not determined due to no product returned and insufficient clinical details. Patient codes - stroke: in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Cardiac tamponade: the cause of the injury was not determined due to insufficient clinical details. Clinical review: impella 5.5 support was initiated via axillary access in a 52-year-old male with severely reduced left ventricular ejection fraction and advanced underlying cardiac disease who underwent elective placement of an impella 5.5 prior to high-risk coronary artery bypass graft surgery. The patient presented with cardiogenic shock classified as society for cardiovascular angiography and interventions stage c and required inotropic therapy, vasopressors, and noninvasive positive pressure ventilation with continuous positive airway pressure and bilevel positive airway pressure for respiratory support. Postoperatively, multiple cerebral infarcts were identified on imaging, and the patient experienced episodes of hypotension requiring cardiopulmonary resuscitation prior to coronary artery bypass graft surgery. Neurologic events such as stroke are known risks in patients undergoing high-risk percutaneous and surgical coronary interventions and may occur due to atheroembolization and hemodynamic instability in patients with severe atherosclerotic disease and cardiogenic shock. Per the treating providers, no correlation to impella therapy was identified. The patient subsequently developed recurrent pericardial tamponade requiring multiple thoracotomies, which was attributed to the complexity of the surgical course and patient condition and not considered related to the impella 5.5 device. The patient later required additional hemodynamic support with venoarterial extracorporeal membrane oxygenation. Following a prolonged duration of mechanical support in the setting of multisystem failure and a palliative clinical course, a pump stop with inability to restart was reported after a performance level adjustment. Pump stop is addressed in the instructions for use with guidance for clinical assessment and appropriate patient management when pump function cannot be restored. The patient expired shortly thereafter. The reported events are attributed to the patient¿s severe pre-existing cardiac dysfunction, high-risk surgical intervention, prolonged critical illness, and associated complications. Cardiac tamponade, neurologic events, and hemodynamic instability are known risks described in the instructions for use for the impella 5.5. The patient codes associated with this device include stroke, cardiac tamponade, surgical intervention, and death; however, the death is being recorded conservatively. Comprehensive review did not identify evidence suggesting a causal relationship between the impella 5.5 device and the reported patient event.

Manufacturer narrative:
B2: updated reportability type and date of death. H1: updated reportability type. H6: added codes based on information in the complaint file.

Manufacturer narrative:
B5. Additional information was received and d6. Updated.

Event description:
Additional information was received stating that the patient was explanted.